Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damaged and kinked in the center of the stent profile. Struts are stretched distorted and lifted from the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. However a kink was noted in the middle of the balloon and stent profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found the shaft broken at the strain relief, 1445mm from the bumper tip. The proximal end of the hypotube including the manifold, were not returned for analysis. A visual and tactile examination of the mid-shaft section found one midshaft kink at 2.1cm distal to the hypotube to midshaft bond. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-aug-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, de novo target lesion with a >= 45 degree bend was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. After engaging the left system with a non-bsc guide catheter and a non-bsc guide wire crossed the lesion at the ostium, a 2.50x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. After 5 to 6 attempts, the device was removed and the lesion was then dilated with a flextome cutting balloon catheter. The procedure was completed with a 20mm stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.